Manufacturer narrative:
The supplier returned the power management board and noted that the reported issue had been verified. Q35 was observed to be defective. The supplier replaced q35, q36, c13, l1 , and noted that the board passed all testing. Subsequently, a senior repair technician of the national repair center (nrc) installed the power management board into the cardiosave iabp test fixture. The senior repair technician tested the power management board to factory specifications as per the cardiosave service manual and procedure. All testing passed and the power management board was put into stock/inventory as per procedure.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a fan failure alarm. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a fan failure alarm. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.

Manufacturer narrative:
The suspected faulty power management board (pmb) and was returned to getinge's national repair center (nrc) for root cause evaluation. A senior repair technician of the nrc inspected the pmb and found charred components c13, l12. The pmvb was installed into a cardiosave test fixture and tested to factory specifications per cardiosave service manual and procedure. The board failed testing; verified the reported failure of fan failure message. The nrc has sent the pmb to the supplier for failure analysis per procedure. A supplemental report will be submitted upon completion of evaluation.

Manufacturer narrative:
Corrected field: h6 (evaluation result and conclusion codes) - the power management board will be returned to factory for root cause analysis.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a fan failure alarm. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iap unit and observed the fan failure error message and searched the logs for errors. The power management board and front fan were replaced. The stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a fan failure alarm. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.